Manufacturer narrative:
Product was received and evaluated. Visual findings observed the belt is ripped through the strap area. The rip appears clean, with no fraying, uneven tearing, or visible material weakness in adjacent areas. No abnormalities noted in surrounding stitching, loops, or seams. Velcro fasteners and loops are in good condition and show normal signs of use, with no apparent damage or detachment. Evaluation found that when the belt was tested with an in-house alarm, the belt passed all functional testing despite being torn. Historical review of the complaint database found similar instance where the belt ripped at the seams. Investigation into these complaints revealed possible user error or excessive force. Additionally, the belt could have been subjected to weight-bearing use beyond its intended design. Product guidelines state; the belt is not intended to support the full weight of a patient. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states ensure all parts of the system are operational before leaving the patient unattended. Failure to follow the instructions could result in serious injury. Before leaving the patient unattended, explain the purpose for the belt. Make sure the patient understands the need to call for assistance before exiting the chair and how to self-release. Additionally, the precautions section indicates that this product is a non-invasive way to monitor patient movement. This device does not prevent falls and is not a substitute for good nursing and regular visual monitoring. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer stated that the seat belt broke at the velcro. No incident or injury reported.